Event description:
It was reported that the patient had a non-functioning device and wanted to know if they could have an MRI. The battery was dead and the patient didn¿t have it replaced because they were tired of getting shocked. It was noted that the patient would mostly get shocked when they went into malls and this happened from when they got the implant until the battery died. The patient noted that it didn¿t matter when the battery died and they didn¿t have a health care provider (hcp) that they saw regarding their device.

Manufacturer narrative:
Product ID 3037, serial# (B)(4), implanted: 2006 (B)(6); product type programmer, patient product ID 3093-28, lot# v009730, implanted: 2006 (B)(6); product type lead product ID 3093-28, lot# v009730, implanted: 2006 (B)(6); product type lead. (B)(4).